Event description:
Patient reported concern about device has been recalled. This record is for the left side. Device was explanted. Patient later reported "the prosthesis (according to the surgeon) was leaking" and "the water was cloudy in this prosthesis".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Photo analysis: visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1; d4.

Event description:
Patient reported concern about device has been recalled. This record is for the left side. Device was explanted. Patient later reported "the prosthesis (according to the surgeon) was leaking" and "the water was cloudy in this prosthesis".